Manufacturer narrative:
Case was initially received via regulatory authority (reference number: mw5076450) on 20-apr-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding"), systemic lupus erythematosus ("lupus") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) with arthralgia, weight increased ("weight gain") and abdominal pain lower ("cramping in abdominal area"). The patient was treated with surgery (on (B)(6) 2018 she is having a hysterectomy done). At the time of the report, the genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, rheumatoid arthritis, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: she refused to take steroids for her lupus/rheumatoid arthritis pain. She is just getting the device removed so her health goes back to normal. Reporter assessed the event outcome as hospitalization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. On 14-sep-2018: non-significant correction done. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (reference number: mw5076450) on 20-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding"), systemic lupus erythematosus ("lupus") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) with rheumatic disorder, weight increased ("weight gain") and abdominal pain lower ("cramping in abdominal area"). The patient was treated with surgery (on thursday 2018 she is having a hysterectomy done). At the time of the report, the genital haemorrhage, systemic lupus erythematosus, rheumatoid arthritis, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, rheumatoid arthritis, systemic lupus erythematosus and weight increased to be related to essure. The reporter commented: she refused to take steroids for her lupus/rheumatoid arthritis pain. She is just getting the device removed so her health goes back to normal. Reporter assessed the event outcome as hospitalization. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.